Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault and motor fault alarms. The customer reported the transducer fault error showed up right after starting up the ventilator. The reported event occurred during patient-use. The customer reported there is no patient consequence associated with the event.